Manufacturer narrative:
Additional information: the device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"It was reported that "the tip of the product melted during the surgical procedure. It was being used with an ft10 electrosurgical generator"". No negative impact in state of health reported."